Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the implant not working began as a device issue then it became a patient - therapy issue when availability of a rep for this area became unavailable. The patient reported that the implanted device brought relief for a period of time. The patient reported that there was one meeting with a rep when the device no longer brought relief, programming was difficult and needed frequent adjustment. The patient reported that she called the reps and the reps were changed twice. Then the rep was pulled from this area and had no further contact information to offer. The patient reported that the issue wasn¿t resolved, it had been shut off for quite some time since it was no longer serving its purpose. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The hcp reported that the ins was turned off because it wasn¿t working. No further complications were reported.